Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. He stated that when the sensor glucose reading was 52 mg/dl the blood glucose reading was 276 mg/dl. Customer reported that the sensor glucose graph was not trending in the same direction as the blood glucose. Customer was unable to retrieve the sensor reading at the time of the report due to a lost sensor alert. The transmitter ID was correct in the insulin pump. He stated that the sensor appeared to be flat against the skin and fully inserted. The lost sensor alert was occurring after the initialization period. Nothing further was reported.